Event description:
It was reported that the device had possible premature battery depletion and the left ventricular lead was noted to have high threshold. The device was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator 2011 (B)(6); 5076 implantable pacing lead 2011 (B)(6); 6947 implantable tachy lead 2011 (B)(6). (B)(4).